Event description:
It was reported that the customer had a motor error alarm during bolus on the insulin pump. The customer's blood glucose level was 106 mg/dl. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was assisted the replacement of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.